Event description:
It was reported a suspected air embolism occurred. A left atrial appendage closure (laac) procedure was initiated using a watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds). The procedure began routinely; however, the patient exhibited persistent coughing, which anesthesia struggled to control throughout. The patient was prepped, and vascular access was obtained. 4d ice imaging was utilized, and transseptal crossing was successfully performed across the fossa ovalis. Left atrial (la) pressure measured between 3-5 map, prompting fluid administration. The appendage was then assessed for placement of the 6f pigtail catheter, though the patient continued coughing. The pigtail catheter was advanced into the appendage, after which the patient heart rate dropped to the low 30s. An effusion sweep revealed no effusion. A code blue was called, and chest compressions were administered in two-minute intervals. A temporary pacer was put in, and a pulse check was done. Once the patient had a pulse and the heart was beating on its own, an electrocardiogram (EKG) of the patient was performed. The physician believed that they saw an elevation on the EKG which was consistent with air in the rca. No air was visualized in the patient or in any device(s). A magnetic resonance imaging (MRI) for neurological testing was performed, and they believe they saw some swelling in the brain. The patient remained in the hospital for recovery.

Manufacturer narrative:
H6: patient code e0618 added.

Event description:
It was reported a suspected air embolism occurred. A left atrial appendage closure (laac) procedure was initiated using a watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds). The procedure began routinely; however, the patient exhibited persistent coughing, which anesthesia struggled to control throughout. The patient was prepped, and vascular access was obtained. 4d ice imaging was utilized, and transseptal crossing was successfully performed across the fossa ovalis. Left atrial (la) pressure measured between 3-5 map, prompting fluid administration. The appendage was then assessed for placement of the 6f pigtail catheter, though the patient continued coughing. The pigtail catheter was advanced into the appendage, after which the patient heart rate dropped to the low 30s. An effusion sweep revealed no effusion. A code blue was called, and chest compressions were administered in two-minute intervals. A temporary pacer was put in, and a pulse check was done. Once the patient had a pulse and the heart was beating on its own, an electrocardiogram (EKG) of the patient was performed. The physician believed that they saw an elevation on the EKG which was consistent with air in the rca. No air was visualized in the patient or in any device(s). A magnetic resonance imaging (MRI) for neurological testing was performed, and they believe they saw some swelling in the brain. The patient remained in the hospital for recovery.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020, batch # 0037369427. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (bradycardia, st segment elevation), and edema (cerebral edema) (imaging and additional device required, intubation, hospitalization, resuscitation). Risk review: a risk review was completed and confirmed that the events of arrhythmia (bradycardia, st segment elevation), and edema (cerebral edema) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a suspected air embolism occurred. A left atrial appendage closure (laac) procedure was initiated using a watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds). The procedure began routinely; however, the patient exhibited persistent coughing, which anesthesia struggled to control throughout. The patient was prepped, and vascular access was obtained. 4d ice imaging was utilized, and transseptal crossing was successfully performed across the fossa ovalis. Left atrial (la) pressure measured between 3-5 map, prompting fluid administration. The appendage was then assessed for placement of the 6f pigtail catheter, though the patient continued coughing. The pigtail catheter was advanced into the appendage, after which the patient heart rate dropped to the low 30s. An effusion sweep revealed no effusion. A code blue was called, and chest compressions were administered in two-minute intervals. A temporary pacer was put in, and a pulse check was done. Once the patient had a pulse and the heart was beating on its own, an electrocardiogram (EKG) of the patient was performed. The physician believed that they saw an elevation on the EKG which was consistent with air in the rca. No air was visualized in the patient or in any device(s). A magnetic resonance imaging (MRI) for neurological testing was performed, and they believe they saw some swelling in the brain. The patient remained in the hospital for recovery.